Manufacturer narrative:
Evaluation, result: other - actuator was stuck. Upon further investigation, foreign material was found. Conclusion: other - foreign material removed and device actuated as intended. Investigation results: a review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One fast-fix 360 curved needle delivery system device retuned for investigation without suture or ts. A functional test confirmed that the actuator was sticking and difficult to retract. The device was disassembled and foreign material was found on the tip of actuator. This foreign material was removed by hand and the device then actuated as intended. The material was examined under microscope and appeared to be tissue but could not be confirmed without additional testing (a picture is attached) no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscus repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that implantation was not possible due to a technical problem with deployment of t - the implant did not fall from the needle. There was no patient injuries or complications reported. The implant needed to be changed and the tear was sewn in a different place. Additional information received from sales rep on (B)(4) 2013 indicating that there were "no t's left in the patient".